Event description:
The patient complained of a shock sensation when the therapist applied power. No treatment or patient details were provided by the therapist. The treatment location was the knee.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. Unit passed all test conducted, no anomalies were found. The electrodes used were vetro small square. Power supply connector bent unable to connect to unit will need to be replaced. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery of electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Patient skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specifications. The power is intermittent, not allowing the unit to boot up. The power switch will need to be replaced.